Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged and was exhibiting loss of capture. Surgical intervention was performed and the physician tried to reposition the lead, but high pacing impedance measurements of 1400 ohms and poor p-wave morphology was noted. The physician decided to explant and replace the ra lead instead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--